Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Per photographic evidence: two pictures were provided; first picture show the tyvek of an ecr60g cartridge, with the lot number n4l276, exp., date 12/31/2020. Second picture show a green cartridge reload inside a plastic bag with the three rows on the top fully fired, in the bottom part two inner rows appears to be un fired with staples present, and the outer row fully fired, the cartridge can be appreciated damaged at the middle of the knife channel. Based on the photo alone the event describe is confirmed, unfortunately there is not enough evidence in the photo to determine root cause. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. (B)(4). Additional information requested and received: we need to confirm some conflicting information on the complaint form as it indicates that a possible patient death occurred. Per the complaint form in field (B)(4): event or product problem outcome: death, life-threatening. However, per field (B)(4): what was the condition of the patient immediately after the event? Stable. Was the patient initially stable and then died? I think this is considered an adverse event and can possible be life-threatening, as the reload was meant seal the organ and prevent perfusion. However, upon firing there was a hole in the stomach, that was meant to stay in the patient¿s body. The patient was in a stable condition, as the surgeon was able to respond and promptly suture the hole up. The patient did not die. What was the product code of the stapler (plee60a, pse60a, ec60a, etc.)? Ecr60g. Was buttressing material utilized? If so, which product? N/a. What was the bmi of the patient? Unsure. Was the patient male or female? Male. Was a leak test performed and if so, what was the result? Leak test was done at the end of the procedure. It was good, no leak noted. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, reoperation, blood transfusion, etc.)? Unable to advise if there is extended hospital stay. No blood transfusion. What is the current condition of the patient? Patient well.

Event description:
It was reported that during a sleeve gastrectomy procedure, surgeon was firing his first green reload. Upon firing, it was observed that one side had no staples and the other side (specimen-which will be removed from patient's body) had staple lines on it. The surgeon had to hand sew the portion with no staple lines. Another like device was used to complete the procedure. It is very dangerous that the stomach has a hole, when the stapler was supposed to seal the stomach. The patient was stable immediately after the event.

Manufacturer narrative:
(B)(4). Concomitant product: ple60a.

Manufacturer narrative:
(B)(4). Batch number ==> n53092. Investigation summary ==> the analysis found that one ecr60g cartridge reload was received for analysis and cartridge body was noted to be damaged. The reload was received with the right side fully fired, left side partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.